Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us, the 510(k) number is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broken/compressed¿. As per complaint form: after product introduction, the problem occurred at the time of release. When the trigger that releases the prosthesis was pressed, a noise has occurred and the trigger has been locked and the release of the prosthesis has not been possible. The prosthesis was replaced by another one, where the procedure occurred without intercurrences. Additional information received: was the directional button fully engaged? Yes, it was. Did the red indicator move when the trigger was pressed? Yes, it did. At first yes. Did the red indicator continue to move after the delivery stopped? The system had locked. There was a noise and, after that noise, the trigger became harder, but the marking continued to move until the trigger stopped completely. The system became inoperative. Were any cracking/popping sounds heard from the handle? Yes, we hear a popping sound.

Event description:
This follow up is being submitted to cancel the initial MDR report. As per complaint form: after product introduction, the problem occurred at the time of release. When the trigger that releases the prosthesis was pressed, a noise has occurred and the trigger has been locked and the release of the prosthesis has not been possible. The prosthesis was replaced by another one, where the procedure occurred without intercurrences. Additional information received: 1. Was the directional button fully engaged? Yes, it was. 2. Did the red indicator move when the trigger was pressed? Yes, it did. At first yes. 3. Did the red indicator continue to move after the delivery stopped? The system had locked. There was a noise and, after that noise, the trigger became harder, but the marking continued to move until the trigger stopped completely. The system became inoperative. 4. Were any cracking/popping sounds heard from the handle? Yes, we hear a popping sound. Additional information received 12-feb-19: what was the final marker location once the trigger stopped? At the beginning of the markings. The system stopped at the beginning of the release procedure, as soon as a noise occurred. The prosthesis was not exposed.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us, the 510(k) number is of the device considered 'similar'. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up MDR is being submitted to cancel the initial MDR report. Initial reporting was based on a conservative assessment based on reporting precedence of ¿flexor kinked/stretched/broken/compressed¿. However additional information was received to indicate the gears inside the handle may have jammed due to broken cog which in turn made the handle inoperable rather than an issue with the flexor. The file has been re-assessed and has an overall risk category iia (low). This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803. No adverse effects to the patient was reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends. The evo-fc-10-11-8-b device of lot number c1476861 was unavailable for evaluation. With the information provided, document based investigation was conducted. As per engineering request, further information was requested to query what was the final marker location once the trigger stopped. As per customer testimony "at the beginning of the markings. The system stopped at the beginning of the release procedure, as soon as a noise occurred. The prosthesis was not exposed." Prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1476861 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1476861; upon review of complaints this failure mode has not occurred previously with this lot #c1476861. The instructions for use ifu0062 -5 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use" and "to deploy stent, remove red safety guard from handle, then squeeze the trigger." There is no evidence to suggest that the customer did not follow the instructions for use ifu0062 -5. A definitive root cause could not be determined from the available information. From the information provided that a ¿noise¿ occurred and that the handle (trigger) locked after that could indicate the gears inside the handle may have jammed due to broken cog which in turn made the handle inoperable. A possible root cause for this could be attributed to either excessive force or the directional button may have become disengaged. As per engineering input, as the red marker stop at the beginning of the markings and it was not possible to actuate the handle. This would rule out the flexor being the issue with deployment. Complaint is confirmed based on customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.